Manufacturer narrative:
(B)(4).

Event description:
T was reported that catheter removal difficulty and dissection occurred. Intravascular ultrasound (ivus) using an opticross catheter was performed from the circumflex artery (cx) to the left main coronary artery (lm). After completion of ivus, attempts to remove the opticross catheter failed due to "great" resistance, which caused deep cannulation of the guide catheter in the lm. The physician tried to remove the opticross together with the guidewire but still found resistance. When the devices were finally removed it appeared that the guidewire was completely bent and deformed distally. A distal dissection was seen in the cx artery. The patient condition post procedure was stable.

Manufacturer narrative:
Describe event or problem; relevant tests/lab data and other relevant history updated. Device evaluated by MFR: the device was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection observed damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. Functional inspection revealed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The observed guide wire exit port damage may have contributed to the reported failed difficulty withdrawing issue .the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient presented with clinical symptoms of a year with consistent evolution of oppressive chest pain of moderate intensity related to functional class iii/IV exertional dyspnea, dry cough and frontal headache. Intravascular ultrasound was performed observing a stent in the permeable distal circumflex artery, without restenosis; evidence of ostial injury in 80% circumflex artery. It was decided to proceed with an implant of a drug-eluting stent synergy 4. 0 x 16 deployed at 20 atms, with normalization of distal vascular flow and lumen but evidencing distal dissection; therefore requiring implant of a conventional 3.5 x 1.6 mm stent, deployed at 20 atms with optimal results. Main trunk plate was not treated.